Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported an edwards 21mm aortic required a valve in valve procedure with a transcatheter valve after an implant duration of approx 7 years (the exact implant duration is unknown only 2007) due to severe calcified stenosis and mild regurgitation. A 23mm valve was implanted by transfemoral approach, the procedure was successful and the patient was discharged home.